Event description:
It was reported that the spinal cord stimulation (scs) leads migrated which was confirmed by xray. The leads also displayed high impedances on multiple contacts. The patient underwent a revision procedure where the leads were replaced. Post operatively, the patient was doing well. The explanted devices will not be returned as they were disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: infinion 16. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(6). Batch: 7071014.